Event description:
It was reported that the pump was explanted because of under-dosage symptoms, and a volume discrepancy. Since (B)(6) 2011, the patient had been admitted into the emergency room (ER) due to increased pain episodes. Every time the patient was admitted, the pump status was reviewed without significant findings. On (B)(6) 2012 the patient was admitted into the ER for the same reason, and after performing an intrathecal contrast test (normal results) and x-rays to verify catheter tip placement, (no changes since implant), and increasing the morphine dose, since the patient was not feeling any better, the healthcare provider decided to review the catheter. Intraoperative catheter revision was normal, but the provider still explanted the catheter and replaced it with a new one. After that episode, the patient had been doing ok until (B)(6) 2012. On (B)(6) 2012, the patient was re-admitted into emergency room with symptoms of morphine deprivation (diarrhea, headache, back and neck pain). On (B)(6) 2012 the pump was refilled. Upon refill, the initial pump interrogation indicated that the expected residual volume (erv) was 17.5 ml, and actual residual volume (arv) was 0.2 ml. The healthcare provider hypothesized that the pump was empty because it was over-infusing, however the patient never experienced any over-infusion symptoms. The patient then experienced deprivation symptoms once the pump emptied before it was expected. The pump reservoir volume was down to 0.2 ml, and started delivering in safety-mode. A cap test and catheter dye test was done before explant of the old pump, and nothing abnormal was found. The pump logs also found no messages registered in the pump's memory that could have been related to a pump malfunction. The pump was explanted and replaced on (B)(6) 2012. At explant, a volume discrepancy continued. The pump's actual reservoir volume was 36.5 ml, whilst the expected volume was 38ml. The catheter was connected to the new pump, since there was a good csf backflow, and therefore it could be assumed that the catheter was patent. A cap test after connection confirmed correct alignment. A "very mild seroma" was found at explant, at the pump pocket site. The patient was seen postoperatively on (B)(6) 2012, and still had "some pain the back", so the intrathecal morphine dose had been increased. The patient's next appointment fill date was made for (B)(6) 2012. The patient's outcome was listed as recovered. The medication in the pump was morphine.

Manufacturer narrative:
Product ID 8731, serial# unknown, implanted: unk, explanted:unk, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly. The anomaly was corrosion. The initial print out log did not indicate any pump anomalies. Pump memory log indicated a motor stall recovery indicator which meant that the pump had stalled and recovered at some point in the pump's life. Dispense, infusion, and long term volume testing revealed that the pump was dispensing/infusing accurately. Destructive analysis revealed dark residue on the shafts of the motor rotor magnet and the shaft of gear 2. Both of these findings could cause a motor stall but did not during analysis.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
The following information was previously reported in MFR report # 3004209178-2012-06800 [on (B)(6) 2012, the patient was admitted into the ER for the same reason, and after performing an intrathecal contrast test (normal results) and x-rays to verify catheter tip placement, (no changes since implant), and increasing the morphine dose, since the patient was not feeling any better, the healthcare provider decided to review the catheter. Intraoperative catheter revision was normal, but the provider still explanted the catheter and replaced it with a new one.]

Manufacturer narrative:
(B)(4).